Manufacturer narrative:
Further troubleshooting by the health care provider determined that the rv lead was fractured. The patient was instructed by the health care personnel to suspend therapy by placing a magnet over the device if a shock was felt. Most recently, this lead was partially abandoned and replaced with a new rate/sense lead. There were no adverse patient effects as a result of the surgical intervention. This issue is considered resolved.

Event description:
Boston scientific crm recieved information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead exhibited out-of-range pace impedance measurements >2,000 ohms pace impedance intermittently, but primarily found to be within normal range at 600 ohms. No noise was found to be present. Shock impedance is stable and good at 60 ohms. It was not determined at the time if there was a lead or header issue. The boston scientific crm technical services consultant suggested further troubleshooting, as well as possible adjustment to the device sensitivity setting. There was no report of adverse patient symptom associated with these clinical observations. The patient was noted as not pacemaker dependent.